Event description:
The reporter stated the surgeon was advancing a 12.6mm micl12.6 implantable collamer lens in the cartridge/injector and noted the lens appeared to have a tear in it. There was no pt contact. The back-up lens was implanted with no problem.

Manufacturer narrative:
(B) (4). Method: lens work order search. Results: visual inspection of the returned product found the lens optic torn and a piece of one haptic torn off and missing. The lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B) (4).